Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad partially melted but not detached as reported. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon used the device for trimming down the mesocolon and to mobilize the bowel. Upon the process, with proper usage, proper gripping and tension force and no abuse mode, the white plastic pad detached. The surgeon could not use the device anymore; they had to open another instrument. There were no adverse consequences for the patient.